Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, with a 90% fio2 (blender), perfusionist decided to turn fio2 into 100%. Another gasometry was required and po2 became lower (66 mmhg). Perfusionist thought it might be the gasometer equipment had a failure, and that maybe the blender was not working. The perfusionist asked for a gasometry to blood laboratory and an oxygen tank and this gasometry showed a worse case scenario, with a po2 of 31 mmhg. The perfusionist decided to go back on blender. The product was not changed out. The surgery was completed successfully. There was no pt injury.